Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the doctor tried to extend helix and it would not extend with normal 12-15 turns. The doctor put it in the superior vena cava (svc) and got it to extend with 30 turns. The doctor was not comfortable using the lead. The lead was attempted and not used. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.